Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was non-tortuous and non-calcified vessel. An 8.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR: mustang 8.0 x 80, 75cm, 20 atmospheres was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 5mm distal of the proximal balloon sleeve. The distal section of balloon material was also torn longitudinally beginning at the circumferential tear and extending for approximately 30mm distally. No other issues were noted with the balloon material during analysis. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be completely detached at two locations. The first location was at approximately 5mm distal of the proximal balloon sleeve and the second at the distal balloon bond. The detached section of shaft together with both markerbands was not returned for analysis. No other issues were noted with shaft. Both markerbands together with the detached section of shaft were not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and non-calcified vessel. An 8.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported and the patient was stable.